Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, recurrence, bleeding, neuromuscular problems and vaginal scarring. It was reported that the patient underwent removal of previous implanted mesh slings, and insertion of allograft sling on (B)(6) 2009. It was reported that the patient underwent a gynecological procedure and a stage I interstim test lead was implanted on (B)(6) 2010. It was reported that the patient underwent removal of previously implanted test lead and implantation on the contralateral side of test lead, stage 1 on (B)(6) 2010. It was reported that the patient underwent stage 2 generator implantation and programming of generator in the operating room on (B)(6) 2010.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh and obtryx were implanted. It was further reported that the patient underwent a surgical procedure on (B)(6) 2009 and obtryx was again implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced mixed incontinence, urgency, frequency, incomplete bladder emptying, dyspareunia and urinary tract infection.

Event description:
It was reported that following insertion the patient experienced mixed incontinence, urgency, frequency, incomplete bladder emptying, dyspareunia and urinary tract infection.